Event description:
Related manufacturer reference number: 2017865-2025-94577. It was reported that ten mapping attempts were attempted before entering tether mode during an initial implant of a right atrial leadless pacemaker. Cardiac perforation, cardiac tamponade, and pericardial effusion were noted in the right atrial appendage upon review of contrast imaging. Patient's blood pressure also dropped. Drainage was done to address the issue, and implant of the device was successfully completed. Patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received noted that the right atrial leadless pacemaker also exhibited low p-wave sensing.

Event description:
New information received noted that the right atrial leadless pacemaker also exhibited high capture threshold and poor mapping values.

Manufacturer narrative:
The event in 2017865-2025-94576 was also reported in 2017865-2025-97759.